Manufacturer narrative:
The customer declined to have their glidescope avl monitor returned to verathon for evaluation due to this glidescope avl monitor reaching its end-of-life date. Since the device was not returned to verathon, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the video image cut out. The customer was able to isolate the issue to the monitor and reported that they were able to finish the procedure without requiring use of a back-up device. No delay in the procedure or harm to the patient or user was reported.